Event description:
It was reported that the patient was getting the lockout interval screen even though the lockout time had been exceeded. It was noted that the patient could get 22 activations/day, 1 activation/30 minutes, and 48 activations/24 hours. It was felt that perhaps it was an issue where the patient had used up the 22 boluses which is why they were locked out, but the patient did not think this was the case. The patient was scheduled for a refill the next day. It was also reported that emi affected the patient therapy manager (ptm) especially when the patient was near his wife's blackberry. Additional information reported that the doctor shorted the lockout to only 10 minutes, and the patient was still getting locked out. The patient was convinced the ptm was faulty. The patient noted he also experienced emi with his bluetooth device and his computer. The patient believed this contributed to his being denied boluses. The denied ptm activated boluses occurred at certain time of day (times not specified). It was noted that other than this issue, therapy was going well. The ptm was replaced, but the patient continued to experience the same problem with lockouts. It was noted that the tech reports showed "bolus denied due to intl", but the time was well past ten minutes. It was also noted that the event logs did not correspond with the tech report logs. The pump contained a mixture of sufentanyl, bupivacaine, and clonidine at the time of the event. Review of the telemetry and logs from the 8840 and the ptm showed that at 17:33 in 2009 and at 19:22 the next day, the ptm2 log showed boluses denied due to the lockout interval. The pa log extracted from the pump by the 8840 actually shows that these bolus requests were successful (88), but shows a second request at the same time that was denied (89). In these cases, the pump actually received and successfully executed the pa bolus, but the ptm2 did not detect the response that the bolus was successful and sent a second request down to the pump. The ptm2 then received the response that the second request was denied and logged the response as bolus denied (intl) even though the pump actually delivered the bolus. The pump will not record a bolus successful (88) unless the bolus actually was delivered. The most likely cause of the bolus denied entry in the ptm2 log was bad uplink telemetry because of telemetry interference from emi or weak telemetry due to positioning of the ptm2 relative to the pump. Another clue that the bolus on may 15 was successful is the denial in the ptm2 log at 23:29 for max doses per day. The max doses of 22 per day had already been delivered, which means the bolus at 17:33 on may 15 was successful. Further information received from the physician reported that the patient experienced headache and other, unspecified symptoms. It was noted that along with the lockout issue it was also noted almost all of the medication was left in the pump when refilled, and the amount left did not match the pump indicated with pump interrogation. The pump was replaced. The patient's outcomes was reported as no injury.